Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 273-448 mg/dl with a moderate level of ketones. A bolus of insulin was delivered to address the bg level and water was consumed to resolve the ketones. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the cartridge and infusion set site. Insulin delivery was resumed.